Event description:
The complaint is reported as: the spring wire guide is kinked during use. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The photo revealed a radial artery catheterization lidstock and a needle with a kinked spring wire guide protruding out of the bevel. The complaint of a kinked swg was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." Complaint verification testing could not be performed as no sample was returned for analysis. However, the complaint of a kinked swg was able to be confirmed by the customer photo. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide is kinked during use. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one catheterization device. Signs of use in the form of biological material were observed on the device. Visual inspection of the guide wire revealed three kinks towards the distal end of the body. Microscopic examination confirmed the distal weld was full and spherical. The kinks in the guide wire measured 7mm, 13mm, and 18mm from the distal end. The total length of the guide wire measured 4 5/16" which is within the specification of 4 6/32" - 4 12/32" per guide wire product drawing. The outer diameter measured 0.443mm which is within the specification of 0.432-0.457mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states "remove protective shield. Trial advance and retract spring-wire guide through needle using actuating lever to ensure proper function." The undamaged portions of the guide wire were able to advance and retract through the catheterization device with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained three kinks in the distal end of its body. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide is kinked during use. No patient injury or complication reported. The patient's condition is reported as fine.